Manufacturer narrative:
The initial complaint information indicated a fault which is detectable during pre-use checks. However, investigations done on 09/05/2007 have found an insert tang on the returned pneumatic back plane printed circuit board pc1770. The tang short-circuited two contacts and thereby causing the safety valve to remain open as reported. The source of the tang is believed to be from an insert. Inserts have tangs which are broken off after insertion. The tang was mistakenly stuck on the board after break off.

Event description:
The ventilator failed pre-use checks during installation. It failed on internal leakage tests due to the safety valve being in the open position.